Event description:
It was reported that the insulin pump had physical damaged. Customer's blood glucose was 150 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Pump received with cracked display window, cracked display window corners, cracked reservoir tube lip. (B)(4).